Manufacturer narrative:
The subject product was received for evaluation with the battery pack installed within the handle of the device. The latch tab used to secure the device¿s battery pack within the device handle was broken and was found taped to the handle of the device. Even with the broken latch tab, the battery pack was noted to remain fully seated and remained firmly within the handle. A broken battery latch tab was not initially reported by the user facility and the batteries had been removed prior to returning the device for evaluation. Based on the available information and sample evaluation, we are unable to definitively determine how and when the battery latch tab became broken. A DHR review was conducted and no discrepancies or anomalies were found during the manufacture of the subject lot.

Event description:
As reported by the user facility: during the sample evaluation of a returned simpulse solo irrigator reported as not priming and a slow/sluggish stream, the latch on the battery case was found broken off. The latch was returned with the sample. It was noted by the customer on the outer packing of the sample "came from package broken battery pack". The batteries had been removed from the battery pack. The device does not appear to have been used. Hospital contact was not able to provide any details.